Manufacturer narrative:
Production documentation of the screwdriver has been checked, no anomalies were detected when the screwdriver was released to the market. The screwdriver has been returned from the hospital. A fracture pattern analysis has been initiated. A follow-up report will be submitted if additional relevant information becomes known.

Event description:
During the loan container inspection at the manufacturer it was noticed that the tip of a screwdriver was broken off. It is assumed that the fragment has broken off during the last surgery. It can not be excluded that the broken off fragment remained in the head of the locking screw and therefore in the patient's body. The suitability of the material of the fragment (stainless steel 1.4112) has not been evaluated for long-term tissue/bone contact. Undesirable local or systemic effects cannot be excluded.